Manufacturer narrative:
This supplemental report is being submitted to provide corrected information. Regarding the previous initial report of 8010047-2021-13736, olympus medical systems corp. (Omsc) noticed that "g3: date manufacturer received" was incorrect. The correct date is (B)(6) 2021", not "(B)(6) 2021". " (B)(6)2021" is occurrence date of "the image of the subject device was sometimes gotten freeze automatically¿. Omsc could not identify the root cause of the reported phenomenon. However based on the report of olympus india and the following results, omsc considered that the reported phenomenon was occurred due to the dp board failure of the subject device, but the dp board failure could not be identified. -though the evaluation result of olympus india said that it was duplicated the reported phenomenon caused by the dp board failure, it could not have found the cause of its failure. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus india, that it was found the image of the subject device was sometimes gotten freeze automatically. The subject device had been returned from the user because the image color of the subject device was not good. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not returned to omsc. Olympus (B)(4) checked the subject device for evaluation, and confirmed the reported phenomenon. It was found the dp board failure of the subject device which caused the image sometimes getting freeze automatically. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.